Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('plaintiff has suffered physical pain/ plaintiff claiming pain: pelvic') in a female patient who had essure inserted for female sterilization and female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), psychological trauma ("plaintiff claiming for psych injury related to essure? Yes"), vaginal infection ("plaintiff claiming bladder/urinary problems: vaginal infection"), bladder disorder ("plaintiff claiming bladder/urinary problems: vaginal infection") and urinary tract disorder ("plaintiff claiming bladder/urinary problems: vaginal infection"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, back pain, psychological trauma, vaginal infection, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, pelvic pain, psychological trauma, urinary tract disorder and vaginal infection to be related to essure. The reporter commented: the plaintiff received treatment for "pelvic pain, abdominal pain, back pain, psychological trauma, vaginal infection, bladder disorder, urinary tract disorder" . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 3-sep-2019: plaintiff fact sheet received : incident category updated. Patient details, product indication updated. Removal date added. Events added- abdominal pain, back pain, psychological trauma, vaginal infection, bladder disorder, urinary tract disorder. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('plaintiff has suffered physical pain/ plaintiff claiming pain: pelvic') in a 23-year-old female patient who had essure (batch no. 940969) inserted for female sterilization and female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma. Concurrent conditions included diarrhea, headache, burning micturition, nausea, right upper quadrant pain, epigastric pain, hemostasis and obesity. Concomitant products included buspirone since (B)(6) 2016, fluticasone since (B)(6) 2016, hydrocodone bitartrate;paracetamol (norco) from (B)(6) 2016 to (B)(6) 2017, ibuprofen from (B)(6) 2013 to (B)(6) 2018, naproxen from (B)(6) 2015 to (B)(6) 2017, paracetamol (tylenol) from (B)(6) 2013 to (B)(6) 2018, salbutamol (albuterol) since (B)(6) 2016 and tramadol from (B)(6) 2016 to (B)(6) 2017. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), migraine ("migraines / headaches") and nausea ("nausea") and was found to have weight increased ("weight gain"). In 2012, the patient experienced depression ("psych injury/ depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced back pain ("back pain"), vaginal infection ("plaintiff claiming bladder/urinary problems: vaginal infection"), bladder disorder ("plaintiff claiming bladder/urinary problems: vaginal infection"), urinary tract disorder ("plaintiff claiming bladder/urinary problems: vaginal infection") and fatigue ("fatigue"). The patient was treated with surgery (laparoscopic bilateral partial salpingectomy with removal essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and abdominal pain was resolving and the back pain, vaginal haemorrhage, menorrhagia, vaginal infection, depression, anxiety, bladder disorder, urinary tract disorder, migraine, nausea, weight increased and fatigue outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, depression, fatigue, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: the plaintiff received treatment for "pelvic pain, abdominal pain, back pain, psychological trauma, vaginal infection, bladder disorder, urinary tract disorder". Discrepancy noted - hsg results were provided, however, as per current version, the patient did not undergo essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.6 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2016: kidneys are "within normal limits. No hydronephrosis; on (B)(6) 2018: no acute intraperitoneal inflammatory changes. Normal appendix. Mild constipation. Fatty liver. Nonobstructed 1-2 mm right renal calyceal calculi. Hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Pathology test - on (B)(6) 2017: a. Fallopian tube and essure, right, salpingectomy and foreign body removal segment of fallopian tube. Completely transected. Essure. B fallopian tube and essure, left, salpingectomy and foreign body removal: segment of fallopian tube, completely transected. Essure. Ultrasound abdomen - on (B)(6) 2016: contracted gallbladder and cholelithiasis. No evidence of gallbladder edema or biliary obstruction. Ultrasound pelvis - on (B)(6) 2012: mildly thickened endometrial stripe to 12 mm. Otherwise, unremarkable pelvic ultrasound. On (B)(6) 2018: normal pelvic ultrasound. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: abdominal pain, pelvic pain, low back pain. Lot number: 940969 manufacture date: 2012-01 expiration date: 2015-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-apr-2020: plaintiff fact sheet received: events added- migraines / headaches, nausea, weight gain and fatigue. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report..

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('plaintiff has suffered physical pain/ plaintiff claiming pain: pelvic') in a 23-year-old female patient who had essure (batch no. 940969) inserted for female sterilization and female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma. Concurrent conditions included diarrhea, headache, burning micturition, nausea, right upper quadrant pain, epigastric pain and hemostasis. Concomitant products included buspirone since december 2016, fluticasone since june 2016, hydrocodone bitartrate;paracetamol (norco) from december 2016 to december 2017, ibuprofen from october 2013 to january 2018, naproxen from june 2015 to december 2017, paracetamol (tylenol) from october 2013 to january 2018, salbutamol (albuterol) since january 2016 and tramadol from december 2016 to december 2017. On (B)(6) 2012, the patient had essure inserted. In may 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In 2012, the patient experienced depression ("psych injury/ depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced back pain ("back pain"), vaginal infection ("plaintiff claiming bladder/urinary problems: vaginal infection"), bladder disorder ("plaintiff claiming bladder/urinary problems: vaginal infection") and urinary tract disorder ("plaintiff claiming bladder/urinary problems: vaginal infection"). The patient was treated with surgery (laparoscopic bilateral partial salpingectomy with removal essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and abdominal pain was resolving and the back pain, vaginal haemorrhage, menorrhagia, vaginal infection, depression, anxiety, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, depression, menorrhagia, pelvic pain, urinary tract disorder, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: the plantiff received treatment for "pelvic pain, abdominal pain, back pain, psychological trauma, vaginal infection, bladder disorder, urinary tract disorder". Discrepancy noted - hsg results were provided, however, as per current version, the patient did not undergo essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2016: kidneys are "within normal limits. No hydronephrosis; on (B)(6) 2018: no acute intraperitoneal inflammatory changes. Normal appendix. Mild constipation. Fatty liver. Nonobstructed 1-2 mm right renal calyceal calculi. Hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Pathology test - on (B)(6) 2017: a. Fallopian tube and essure, right, salpingectomy and foreign body removal segment of fallopian tube. Completely transected. Essure. B fallopian tube and essure, left, salpingectomy and foreign body removal: segment of fallopian tube, completely transected . Essure. Ultrasound abdomen - on (B)(6) 2016: contracted gallbladder and cholelithiasis. No evidence of gallbladder edema or biliary obstruction. Ultrasound pelvis - on (B)(6) 2012: mildly thickened endometrial stripe to 12 mm. Otherwise, unremarkable pelvic ultrasound.; on (B)(6) 2018: normal pelvic ultrasound. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: abdominal pain, pelvic pain, low back pain. Lot number: 940969 manufacture date: 2012-01 expiration date: 2015-01 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 19-nov-2019: all source document information, reporter and reference section from deletion case: 2019-207698 was added to this case. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain: pelvic') in a 23-year-old female patient who had essure (batch no. 940969) inserted for female sterilization and female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma. Concurrent conditions included diarrhea, headache, burning micturition, nausea, right upper quadrant pain, epigastric pain, hemostasis and obesity. Concomitant products included buspirone since (B)(6) 2016, fluticasone since (B)(6) 2016, hydrocodone bitartrate;paracetamol (norco) from (B)(6) 2016 to (B)(6) 2017, ibuprofen from (B)(6) 2013 to (B)(6) 2018, naproxen from (B)(6) 2015 to (B)(6) 2017, paracetamol (tylenol) from (B)(6) 2013 to (B)(6) 2018, salbutamol (albuterol) since (B)(6) 2016 and tramadol from (B)(6) 2016 to (B)(6) 2017. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), migraine ("migraines / headaches") and nausea ("nausea") and was found to have weight increased ("weight gain"). In 2012, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced back pain ("back pain"), vaginal infection ("vaginal infection"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and fatigue ("fatigue"). The patient was treated with surgery (laparoscopic bilateral partial salpingectomy with removal essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, back pain, vaginal infection, bladder disorder and urinary tract disorder had resolved and the vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, nausea, weight increased and fatigue outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, depression, fatigue, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: the plantiff received treatment for "pelvic pain, abdominal pain, back pain, psychological trauma, vaginal infection, bladder disorder, urinary tract disorder". Discrepancy noted - hsg results were provided, however, as per current version, the patient did not undergo essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.6 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2016: kidneys are "within normal limits. No hydronephrosis; on (B)(6) 2018: no acute intraperitoneal inflammatory changes. Normal appendix. Mild constipation. Fatty liver. Nonobstructed 1-2 mm right renal calyceal calculi. Hysterosalpingogram - on an unknown date: tubes successfully occluded. Pathology test - on (B)(6) 2017: a. Fallopian tube and essure, right, salpingectomy and foreign body removal - segment of fallopian tube. Completely transected essure. B. Fallopian tube and essure, left, salpingectomy and foreign body removal:- segment of fallopian tube, completely transected essure. Ultrasound abdomen - on (B)(6) 2016: contracted gallbladder and cholelithiasis. No evidence of gallbladder edema or biliary obstruction. Ultrasound pelvis - on (B)(6) 2012: mildly thickened endometrial stripe to 12 mm. Otherwise unremarkable pelvic ultrasound; on (B)(6) 2018: normal pelvic ultrasound. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: abdominal pain, pelvic pain, low back pain. Lot number: 940969 manufacture date: 2012-01 expiration date: 2015-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet received. Event outcome were updated for events" pelvic pain, abdominal pain, back pain, vaginal infection, urinary tract disorder and bladder disorder. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('plaintiff has suffered physical pain/ plaintiff claiming pain: pelvic') in a 23-year-old female patient who had essure (batch no. 940969) inserted for female sterilization and female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma. Concurrent conditions included diarrhea, headache, burning micturition, nausea, right upper quadrant pain, epigastric pain and hemostasis. Concomitant products included buspirone since (B)(6) 2016, fluticasone since (B)(6) 2016, hydrocodone bitartrate; paracetamol (norco) from (B)(6) 2016 to (B)(6) 2017, ibuprofen from (B)(6) 2013 to (B)(6) 2018, naproxen from (B)(6) 2015 to (B)(6) 2017, paracetamol (tylenol) from (B)(6) 2013 to (B)(6) 2018, salbutamol (albuterol) since (B)(6) 2016 and tramadol from (B)(6) 2016 to (B)(6) 2017. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In 2012, the patient experienced depression ("psych injury/ depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced back pain ("back pain"), vaginal infection ("plaintiff claiming bladder/urinary problems: vaginal infection"), bladder disorder ("plaintiff claiming bladder/urinary problems: vaginal infection") and urinary tract disorder ("plaintiff claiming bladder/urinary problems: vaginal infection"). The patient was treated with surgery (laparoscopic bilateral partial salpingectomy with removal essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and abdominal pain was resolving and the back pain, vaginal haemorrhage, menorrhagia, vaginal infection, depression, anxiety, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, depression, menorrhagia, pelvic pain, urinary tract disorder, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: the plaintiff received treatment for "pelvic pain, abdominal pain, back pain, psychological trauma, vaginal infection, bladder disorder, urinary tract disorder". Discrepancy noted - hsg results were provided, however, as per current version, the patient did not undergo essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2016: kidneys are "within normal limits. No hydronephrosis; on (B)(6) 2018: no acute intraperitoneal inflammatory changes. Normal appendix. Mild constipation. Fatty liver. Nonobstructed 1-2 mm right renal calyceal calculi. Hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Pathology test - on (B)(6) 2017: a. Fallopian tube and essure, right, salpingectomy and foreign body removal: segment of fallopian tube. Completely transected; essure. B fallopian tube and essure, left, salpingectomy and foreign body removal: segment of fallopian tube, completely transected; essure. Ultrasound abdomen - on (B)(6) 2016: contracted gallbladder and cholelithiasis. No evidence of gallbladder edema or biliary obstruction. Ultrasound pelvis - on (B)(6) 2012: mildly thickened endometrial stripe to 12 mm. Otherwise, unremarkable pelvic ultrasound.; on (B)(6) 2018: normal pelvic ultrasound. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: abdominal pain, pelvic pain, low back pain. Most recent follow-up information incorporated above includes: on 10-oct-2019: pfs and mr received: new events added: abnormal bleeding (vaginal), menorrhagia, mental anguish. Event onset date, event outcome were added. Lot number were added. Reporter information were updated, patient history, lab data, concomitant drugs were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('plaintiff has suffered physical pain/ plaintiff claiming pain: pelvic') in a 23-year-old female patient who had essure (batch no. 940969) inserted for female sterilization and female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma. Concurrent conditions included diarrhea, headache, burning micturition, nausea, right upper quadrant pain, epigastric pain and hemostasis. Concomitant products included buspirone since december 2016, fluticasone since june 2016, hydrocodone bitartrate;paracetamol (norco) from december 2016 to december 2017, ibuprofen from october 2013 to january 2018, naproxen from june 2015 to december 2017, paracetamol (tylenol) from october 2013 to january 2018, salbutamol (albuterol) since january 2016 and tramadol from december 2016 to december 2017. On (B)(6) 2012, the patient had essure inserted. In may 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In 2012, the patient experienced depression ("psych injury/ depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced back pain ("back pain"), vaginal infection ("plaintiff claiming bladder/urinary problems: vaginal infection"), bladder disorder ("plaintiff claiming bladder/urinary problems: vaginal infection") and urinary tract disorder ("plaintiff claiming bladder/urinary problems: vaginal infection"). The patient was treated with surgery (laparoscopic bilateral partial salpingectomy with removal essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and abdominal pain was resolving and the back pain, vaginal haemorrhage, menorrhagia, vaginal infection, depression, anxiety, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, depression, menorrhagia, pelvic pain, urinary tract disorder, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: the plantiff received treatment for "pelvic pain, abdominal pain, back pain, psychological trauma, vaginal infection, bladder disorder, urinary tract disorder". Discrepancy noted - hsg results were provided, however, as per current version, the patient did not undergo essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2016: kidneys are "within normal limits. No hydronephrosis; on (B)(6) 2018: no acute intraperitoneal inflammatory changes. Normal appendix. Mild constipation. Fatty liver. Nonobstructed 1-2 mm right renal calyceal calculi. Hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Pathology test - on (B)(6) 2017: a. Fallopian tube and essure, right, salpingectomy and foreign body removal segment of fallopian tube. Completely transected. Essure. B fallopian tube and essure, left, salpingectomy and foreign body removal: segment of fallopian tube, completely transected . Essure. Ultrasound abdomen - on (B)(6) 2016: contracted gallbladder and cholelithiasis. No evidence of gallbladder edema or biliary obstruction. Ultrasound pelvis - on (B)(6) 2012: mildly thickened endometrial stripe to 12 mm. Otherwise, unremarkable pelvic ultrasound.; on 27-mar-2018: normal pelvic ultrasound. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: abdominal pain, pelvic pain, low back pain. Lot number: 940969 manufacture date: 2012-01 expiration date: 2015-01 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 31-oct-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.